Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 indicating a consecutive motor stall, which initially cleared after a restart but subsequently persisted despite another restart and full supply change; the patient¿s blood glucose was 274 mg/dl and they were advised to continue monitoring. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and a third party. Investigation of this case revealed a mechanical problem was identified consistent with a stalled motor event. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.